Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient required extended hospitalisation.

Event description:
It was reported that during a cardiac ablation procedure, the sheath and balloon catheter were inserted into the left atrium, but was lost immediately. Transesophageal echocardiogram was used to regain transeptal access, but a cardiac tamponade was detected, leading to the procedure being aborted while the patient was under general anesthesia. The patient was subsequently being monitored and thoracic surgery was performed to drain the tamponade and the patient recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 4fc12 (0012560134); product type: sheath;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.